Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken yaw axis 6 grip cable at the proximal inside the housing. The cable was fully broken, likely causing failure of proper grip tension at the distal wrist. The was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable. The complaint was confirmed by failure analysis. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the 8mm cadiere forceps instrument was not working. The wire was not working properly. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.